Manufacturer narrative:
Physio-control further evaluated the removed system controller and user interface pcb assemblies. Physio determined that the cause of the reported failure was due to a thermally sensitive integrated circuit chip, designator u8 from the user interface pcb assembly.

Event description:
The customer reported that the energy select up/down, charge, and sync buttons did not work on their device. Without the energy select or charge buttons, the device would not have the ability to deliver defibrillation energy to a patient with the defibrillation electrodes connected. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.